Manufacturer narrative:
The solitaire fr device is expected to return for evaluation. Once it has been received and evaluation completed, a supplemental report will be submitted. Without the device, the likely cause of the clinical observation cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after performing thrombectomy of the left internal carotid artery (ica), the solitaire was inspected and the connection between the pushwire and stent is partially broken. Nothing was left in the patient. The procedure was successful and no patient injury was reported. The patient was receiving thrombectomy to treat an ischemic stroke in the left ica. Vessel tortuosity was minimal and the parent vessel was the ica with a 5 mm diameter. The reported device and any accessory devices were prepared as indicated in the IFU. Continuous flush was administered per IFU. One pass was required to remove the clot, which was soft and red in nature. The pushwire was not torqued during the procedure and there was no resistance encountered. The break in the pushwire was in the distal section and was observed after pulling the solitaire out of the catheter (non-medtronic device). Accessory devices: rebar 27 microcatheter, distal access catheter, traxxess 14, flow gate 2. (All discarded by customer).

Manufacturer narrative:
The stent device was returned without the competitor balloon guide catheter. The device was returned without its introducer sheath. The pushwire was found to be bent near the proximal end. No bends or kinks were found with the marker coil. The stent non-working struts were found to be bent and two struts were found to be broken. The stent working length struts were in good condition. The broken struts were then sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. A supplemental report will be submitted when the evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report of separation was confirmed, as two stent struts were found to be broken. Per the sem reports, ¿strut ¿a¿ exhibited fatigue features and the final failure occurred via tensile overload. Strut ¿b¿ failed in torsional overload. Dimple features consistent with ductile overload are visible on the fracture. The fracture surface was not flat and black surface residues are visible on the fracture. Torsional distortion was exhibited. Areas of the strut ¿b¿ exhibit plastic deformation, which contribute to the irregular fracture shape of the strut ¿b¿ observed. Linear cracks are visible along and beneath the fracture surface of the strut b shorter end. It is not possible to determine the source of such cracks based on the testing performed. The struts likely broke upon removal, although, no resistance was reported to have been encountered during the procedure. In addition to the broken struts, the pushwire and the stent non-working struts were found to be bent. However, the cause for these damages could not be determined. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.